Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to oversensed noisy signals. Technical services (ts) was consulted and noted the patient recently had a device changeout, and measurements from the device prior were stable. With the new device, low pace impedance measurements that remained within normal limits were found, and noise appeared for the rv pacing, sensing, and shock channels. Ts suspected a setscrew issue and requested a chest x ray to determine if the header and connection were also a cause. The physician turned off tachy therapy until a root cause has been determined. No additional adverse patient effects were reported. This ICD remains in service.